Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the co2 connection on the inside of the device is pushed in and does not make contact with the sample line. There was no reported patient involvement.